Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 1999, explanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 05-apr-2001, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal baclofen (concentration and dose unknown) via an implanted pump for spastic cerebral palsy. It was reported baclofen pump imaging occurred on (B)(6) 2014, left lower quadrant baclofen pump tubing enters spinal canal intrathecal space at t10-t11, radiotracer remained within the reservoir, baclofen pump malfunction/obstruction. The patient had severe thoracolumbar levoscoliosis. On (B)(6) 2014 a baclofen pump revision occurred, cracked hub connector, no free flow of cerebrospinal fluid (csf) through the catheter, unsuccessful pull, left in place occluded with silk ties, laminotomy performed, posterior ligament ossified integrated into dura, opening yielded clear csf through with new catheter was advanced to c3-4 level, upper pump scar pocket dead space occluded with vicryl sutures, new deep pump pocket. It was noted the 2014 revision was required because the patient had a sudden increase in spasms caused by a crack within the catheter hub and blockage within the catheter itself. The doctor was able to thread the catheter to the c3-4 level. With the adjustments, the patient had significant improvement in the mobility of his upper and lower extremities. His caregiver reported improved ease of care including bathing and dressing.